Event description:
Customer reported via phone call that the blood glucose readings were high. Customer states that the blood glucose reading increased up to 525 mg/dl.

Manufacturer narrative:
Additional information was received which was not included in the initial medwatch report. The information has been provided with this report.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 450 mg/dl. Customer did not take her blood glucose reading due to having issues with the lost sensor alarm. Customer treated high blood glucose with the insulin pump initially. Customer's blood glucose then increased to 525 mg/dl. Customer treated high blood glucose with manual insulin injection. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.